Event description:
The patient reported they received emergency services for hypoglycemia on (B)(6) 2026 while at home. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod for an unspecified duration of use. No specific symptoms were reported. The patient was treated with 2 intravenous fluid bags (IV), dextrose IV and was given something to eat by paramedics. The patient refused transportation to emergency room.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.5, hardware: iphone15.3, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.